Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The ratcheting mechanism started to fail. Then it wouldn't hold on to the universal hex driver well.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the ratchet control cap is frozen and is broken away from the handle. Previous investigations found the root cause is attributed to a supplier assembly process. (B)(4) was implemented on january 10, 2011 to improve the design of the cap retention and the ratchet engagement. The returned sample was manufactured in jun of 2009; before the design changes. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.